Manufacturer narrative:
Product event summary:the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Tacky defibrillation insufficient, 6 tachycardia defibrillation therapies were unsuccessful during a ventricular tachycardia (vt) episode on (B)(4) 2016,confirmed anti tachycardia pacing therapies during vt episodes on (B)(4) 2016.

Event description:
It was reported that the patient's ventricular tachycardia (vt) episodes were unsuccessfully terminated by the device after several shocks and anti-tachycardia pacing therapy. The patient was given an external shock to defibrillate successfully. The device was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.